Event description:
It was reported that the plate implanted in the patient, broke. A revision surgery was scheduled for (B)(6) 2014 and the broken plate was removed and a new plate of same kind was implanted. It was reported that the plate which was implanted 1-2 months ago and it broke due to patient's non-compliance with doctor's instructions. Additionally it was reported that the plate broke towards the screw hole. The patient condition has been reported as fine as he has not heard back anything from the doctor. There was no time delay in the revision surgery and it was successfully completed. This report is for 2 unknown cortex screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for 2 unknown cortex screws. Part numbers received are reported as: 02.206.2_ _ quantity: (B)(4). Synthes cannot identify which of the returned devices is the complained device. Additional initial reporter: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.